Event description:
Refrence number (B)(4). Event occured in france. It was reported that the patient experienced an infusion set leakage in the tube on (B)(6) 2026. No further information is available.